Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that at 6:45am on (B)(6) 2018, her onetouch verio2 meter would not power on. The patient manages her diabetes with lantus insulin (self-adjusted) and she denied making any changes to her usual diabetes management routine in response to the alleged product issue. The patient reported that after the alleged product issue, at an unspecified time on (B)(6), she began to develop the symptoms of feeling ¿dizzy, real weak and nausea¿ and developed a ¿real bad headache¿. The patient reported that she then ¿passed out¿ and was in a coma for ¿two months and two weeks¿. The patient stated that because she was in a coma she does not know what treatment she received, the only thing she can remember is ¿calling 911¿. During troubleshooting, the csr verified that there was no product misuse associated with this complaint, this is not the first time the patient has used the subject meter and based on the information provided, the meter¿s batteries did not need replaced. The csr confirmed that the patient was unable to turn the meter on manually when the power button was pressed. The csr also confirmed with the patient that she was using the incorrect test strips and as such, the csr was unable to walk the patient through a re-test. The csr educated the patient on using the correct (ot verio) test strips. The issue could not be resolved with troubleshooting. Replacement products, including ot verio test strips, were sent to the patient. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to test her blood glucose due to the subject meter not powering on.